Event description:
During remote follow-up, oversensing was observed on the atrial channel of the device of the internal high impedance diagnostic test. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.